Event description:
Hcp reported "trying to discover why drug (baclofen) not being delivered: possible granuloma, occlusion, compounded drug complications?" The device was explanted and returned to the MFR for analysis. A follow up report will be sent when add'l info is received.